Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv pace impedance steady at 700 ohms through 2015-(B)(4), then begins to vary and have out of range measurements (greater than 4000 ohms) starting week of 2015-(B)(4). Polarity switch occurred on 2015-(B)(4) with high count (83%) of high impedance paces since switch. Ventricular high rate episodes recorded with apparent noise oversensing seen on the egms. (B)(4)

Event description:
It was reported that the patient developed heart failure and bradycardia related to pacing failure of the right ventricular (rv) lead. It was also noted that the patient experienced breathing difficulty and a pleural effusion. Additionally the rv lead had high impedance, increasing thresholds and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.